Event description:
It is reported that the head of the introducer fractured and remained in the stem. Surgeon was unable to remove.

Manufacturer narrative:
(B) (4). Eval summary: the inserter most likely failed due to the surgeon attaching the inserter too loosely or too tightly. Connection too loose could cause bending movement from the stem to be supported by threaded portion of inserter rod rather than the inserter body, potentially exceeding the allowable stress for the rod material. Connection too tight could cause tensile stress within threaded portion of the rod to exceed yield or ultimate tensile stresses for the rod material. Method/results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.